Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. 03375_device analysis report reg.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2025, due to non user. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2024; not (B)(6) 2025, as previously reported.